Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2011 and performed to specification, alongside random manual power ons, up to the 21st july 2013. The pad-pak was removed and reinstalled on one occasion for seven months. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between 24th july 2013 and the last log entry on the 15th may 2015. The pad-pak became depleted during this time beyond any functional use and a further pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure resulting in the green status led being constantly lit. This would confirm the reported fault. The ten minute time outs and the excess current drain would confirmt a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit has solid green status indicator light.